Manufacturer narrative:
The device has been returned to the investigation facility, and pending analysis. A follow up report will be submitted upon the conclusion of the investigation. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported that the device shuts off and does not alarm. There was no patient impact or consequence reported.

Event description:
The customer reported that the device shuts off and does not alarm. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned device was evaluated. During evaluation, the device passed all visual testing and powered on / off using ac and battery power. The reported issue could not be confirmed as no power issues were identified during testing. Health effect impact code: no adverse event, no patient impact.